Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that g9 bedside monitor was frozen, and they could not turn it off. They replaced the unit with a spare unit, and everything worked as expected. They stated the issue is not with the cradle, cabling, or input unit since they are using the same equipment in that room, and it is working. Not in patient use. Investigation conclusion: evaluation of the returned device was able to duplicate the reported issue unit freezing. To resolve the issue, the ssd was replaced with a newer version of software. As such, it is likely that the ssd had failed or the software installed on that ssd was corrupt. Some common causes of ssd failure are: wear and tear: ssds have a limited number of write cycles. Over time, the cells used for storing data can wear out, leading to potential failures. Power failures: sudden power outages or unstable power sources can cause data corruption or damage to the ssd's internal components. Firmware issues: bugs or glitches in the ssd's firmware can lead to performance problems or drive failure. Keeping firmware updated can help mitigate these risks. Overheating: high temperatures can damage the ssd's internal components. Proper cooling and ventilation are essential to prevent overheating. Manufacturing defects: sometimes, ssds come with inherent defects from the manufacturing process, which can lead to premature failure. Physical damage: dropping or physically damaging the ssd can cause internal damage that may lead to failure. Controller failure: the ssd's controller, which manages data storage and retrieval, can fail, causing the drive to malfunction. Electrical issues: problems like electrical shorts or surges can damage the ssd's circuitry and lead to failure. Software or file system corruption: corrupt operating systems or file systems can make it appear as though the ssd has failed when the issue might be with the software. Excessive read/write operations: continual heavy usage, such as constant data writing, can accelerate wear and eventually lead to failure. Corruption of software or protocols on the system can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. Corrected information: UDI related data quality updates: d1 brand name: corrected the from csm-1901 to life scope g9. D2a common device name: corrected from vital signs monitor to bedside monitor. D4 model number: corrected from csm-1901 to cu-192r. D4 catalog number: corrected from csm-1901 to cu-192ra. D4 unique device identifier (UDI) number: corrected the UDI # to include the pi information. G4 PMA/510(k) number: corrected from k151080 to k213316. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative h11 corrected data.

Event description:
The biomedical engineer (bme) reported that g9 bedside monitor was frozen, and they could not turn it off. They replaced the unit with a spare unit, and everything worked as expected. They stated the issue is not with the cradle, cabling, or input unit since they are using the same equipment in that room, and it is working. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that g9 bedside monitor was frozen, and they could not turn it off. They replaced the unit with a spare unit, and everything worked as expected. They stated the issue is not with the cradle, cabling, or input unit since they are using the same equipment in that room, and it is working. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 (B)(6) 2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that g9 bedside monitor was frozen, and they could not turn it off. They replaced the unit with a spare unit, and everything worked as expected. They stated the issue is not with the cradle, cabling, or input unit since they are using the same equipment in that room, and it is working. Not in patient use.